Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 25 days after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The patient has since recovered.